Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker could not be interrogated using a programmer. Technical services (ts) was consulted and upon review of the available information it was noted that the device had reverted to safety mode. Subsequently, this device was explanted and successfully replaced. Other than the intervention no additional adverse patient effects were reported.